Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose level of 50 mg/dl. She treated with food. The customer's insulin pump had a motor error alarm and a motion sensor test failure. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The customer is unable to complete the rewind sequence. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus or basal delivery. No motor encoder position error alarm could be confirmed due to an erased history file. No software error alarms could be confirmed due to the motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.